Manufacturer narrative:
Age or date of birth: patient's exact age is unknown; however it was reported that the patient in their mid 40s. Lot #, manufacture date: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a transduodenal position to treat a pancreatic cyst during an endoscopic ultrasound (eus) guided cyst duodenostomy procedure performed on (B)(6) 2019. According to the complainant, during deployment, the stent lock failed to lock at step 2 and the stent was fully deployed prematurely. The stent was removed from the patient, and another hot axios stent was placed to complete the procedure. There were no patient complications as a result of this event.